Event description:
A user facility¿s biomedical technician (bmt reported to fresenius medical care mexico that a 2008k2 hemodialysis (hd) machine removed too much ultrafiltration (uf) during a patient¿s treatment and leaked during heat disinfection. It is unknown if there was any patient injury, adverse events, or medical intervention required as a result of the reported event. It is unknown if the complaint device was reported is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.